Event description:
It was reported the screen on the programmer went black. The programmer was returned for service. No patient involvement was reported.

Event description:
It was reported the screen on the programmer went black. The programmer was returned for service. It was further reported an error message was received while attempting to update programmer. It was attempted to recover using the programmer service diskette two times without success. A different error code was displayed. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. There was a system error. The device would not load software. Disk drive found out of electrical specification. The right and left lower display hinges are out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.